Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the fantail and electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing with one type of processor. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the fantail and electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing with one type of sound processor. The no lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The internal visual inspection revealed encroachment of non-conductive epoxy at the kovar tab. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across electrical component (kovar tab), which is believed to be related to the loss of lock. A corrective action has been implemented. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.